Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the post intubation, a leak in the cuff was noted, and no improvement. It was removed from patient and another tube was inserted. Product was tested in container of water and leak was found at the syringe connecting site. No patient injury per hospital report.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection found leakage was detected between the check valve and pilot balloon. No other analysis was performed. The root cause of the reported issue was found to be not enough solvent at joint. Customer complaint notification was performed on 26-jan-2023 to production personnel as awareness to failure mode reported. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).